Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a rupture of the posterior capsule was identified. So the implanted lens was cut and removed, vitrectomy was performed and a 3-piece lens was implanted in the anterior chamber. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).